Event description:
It was reported that the pacemaker battery appeared to be depleting prematurely, as the estimated remaining longevity decreased abnormally. Upon reviewing data from the device, it was noted that the right atrial (ra) lead showed low pacing impedance; however, no root cause was identified. Further analysis confirmed accelerated battery depletion. This lead remains in service. No additional adverse effects on the patient were reported.